Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's ipg was inoperable. The patient reportedly had not had therapy in over a year. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.